Event description:
It was reported that there was no hole in the tip of the intermittent catheter upon insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Visual inspection received one (1) magic3 go in open packaging with no burrs, sharps, nicks, or flashes present. Catheter did not have any eyelets on tip. Therefore, product does not meet specification. Although an exact root cause could not be determined, a potential root cause could be mechanical failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that there was no hole in the tip of the intermittent catheter upon insertion. Per follow-up via phone on 02apr2023, it was reported that the customer understood that they were sent a substitute catheter because the ones they normally used were on backorder without a release date. Also stated that material #53814g with lot # jugv1681 had no holes in the tip.